Event description:
Leica biosystems received a complaint regarding an air system pressure failure for both retort a and b. The complainant did not report any adverse impact on a patient sample(s). A leica field service engineer (fse) attended the laboratory on (B)(6) 2015, to assess the operation and function of the instrument, and to investigate the circumstances involved in this complaint. The fse was unable to replicate the problem, but reported the following in relation to the liquid level sensors (lls): "cleaned the lls's on retort b (sensors were very dirty)". The fse also reported that the air system pressure failure had occurred at the beginning of a cleaning cycle being run in retort b. The fse conducted system verification tests, for which all results were satisfactory and scheduled a quick clean run in both retorts, which also completed satisfactorily in both instances. Investigation of the complaint is in progress.

Manufacturer narrative:
Investigation of this complaint found that the instrument functioned as designed between (B)(6) 2015, which is the period covered by the instrument logs provided. The root cause of the "1103" error indicating an air system failure could not be unequivocally determined from the info available. No tissue samples were adversely impacted as a consequence of the air system pressure failure error. During attendance at the laboratory on (B)(6) 2015 to investigate an error code indicating an air system pressure failure involving the retort b, the fse reported that the liquid level sensors in retort b were dirty. The "daily maintenance reminder" page of the leica peloris quick tips details the following: "clean liquid level sensors (lls - 1, 2, 3) and air hole." Section 7.2 of the leica peloris / peloris l user manual entitled "daily tasks" also details the following under the heading "clean retorts": carefully wipe the liquid level sensors ." The complainant did not indicate that the quality of tissue processing had been adversely impacted between (B)(6) 2015, which is the period covered by the instrument logs provided.